Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, sleep current, active current, and p-cap locks properly into the reservoir compartment. Pump¿s history and trace files downloaded successfully using thus software. Unit power up properly after battery installation. No missing segments/partial display noted. Power connectors plug in and locked in place properly. Pump was cut open to perform visual inspection unit shows no damage on lcd controller or lcd glass. Found evidence of moisture damage on motor. Motor was opened and found dried insulin damage on motor slide. Force sensor zero offset is within specification 23.6mv. Adjusted the audio and vibrate options volume 1-5 and audio tone adjusts properly. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, overlay scratched, damaged display window cover, cracked case, and minor scratched lcd window. Cosmetic damage was confirmed at the pumps screen. Missing segments/partial display not confirmed. Rewind anomaly not confirmed during testing, however dried insulin confirmed on the motor slide. Audio/vibrate anomaly not confirmed. Stuck button alarm did not occur during testing and was not found in the history file. Stuck button alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had partial display and button error alarm. Customer also stated that insulin pump had rewind anamoly. The troubleshooting was performed and the pump will need to be replaced. No harm requiring medical intervention was observed. The insulin pump will return for analysis.